Event description:
Rptr has used this product for several months and experienced persistent poor glove quality. Very thin latex is used resulting in easy tearing. Numerous gloves come out of the box with holes in them even with incomplete fingers. This has led to skin exposure to blood and body secretions.